Event description:
It was reported that a retroperitoneal hemorrhage occurred. It was reported that versacross connect access solution for faradrive was selected for use. During the procedure there was resistance when advancing the versacross rf wire, and may have been forcibly advanced, possibly entrapping tissue. Despite the resistance, the advancement continued. The blood vessel was tortuous, and the vessel wall was thick. As a result, the versacross rf wire may have kinked due to the strong resistance. No significant vital sign changes were observed during the procedure. After returning to the ward, swelling was noted in the groin area, and ultrasound was used for confirmation. Hemostasis had already been achieved, so the hematoma was left to be naturally absorbed. The patient was discharged as scheduled, with no more issues reported. The device was replaced and the procedure was completed. The device is expected to return for analysis. It was further reported that the issue was resolved by replacing the device with another of the same device. The rf wire could not be inserted into the versacross dilator. There is no problem with the shape of the rf wire. Perhaps there is a defect on the coating at the base where energization is applied. The step of the wire in the coating was large, and the surf flow and dilator could not be inserted. There was a resistance at the tip when advancing the wire, and the wire got kinked when it was pushed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the returned device adhered to its design specifications for the distal and proximal outer diameters. During inspection, while no damage was observed on the distal tip, severe kink noted along the rf wire body (middle of the wire) and insulation damage noted at kinked. The reported allegation has been confirmed as kinked and insulation damage noted to the rf wire. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a retroperitoneal hemorrhage occurred. It was reported that versacross connect access solution for faradrive was selected for use. During the procedure there was resistance when advancing the versacross rf wire, and may have been forcibly advanced, possibly entrapping tissue. Despite the resistance, the advancement continued. The blood vessel was tortuous, and the vessel wall was thick. As a result, the versacross rf wire may have kinked due to the strong resistance. No significant vital sign changes were observed during the procedure. After returning to the ward, swelling was noted in the groin area, and ultrasound was used for confirmation. Hemostasis had already been achieved, so the hematoma was left to be naturally absorbed. The patient was discharged as scheduled, with no more issues reported. The device was replaced and the procedure was completed. The device is expected to return for analysis. It was further reported that the issue was resolved by replacing the device with another of the same device. The rf wire could not be inserted into the versacross dilator. There is no problem with the shape of the rf wire. Perhaps there is a defect on the coating at the base where energization is applied. The step of the wire in the coating was large, and the surf flow and dilator could not be inserted. There was a resistance at the tip when advancing the wire, and the wire got kinked when it was pushed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields adverse event/product problem (b1) and describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a retroperitoneal hemorrhage occurred. It was reported that versacross connect access solution for faradrive was selected for use. During the procedure there was resistance when advancing the versacross rf wire, and may have been forcibly advanced, possibly entrapping tissue. Despite the resistance, the advancement continued. The blood vessel was tortuous, and the vessel wall was thick. As a result, the versacross rf wire may have kinked due to the strong resistance. No significant vital sign changes were observed during the procedure. After returning to the ward, swelling was noted in the groin area, and ultrasound was used for confirmation. Hemostasis had already been achieved, so the hematoma was left to be naturally absorbed. The patient was discharged as scheduled, with no more issues reported. The device was replaced and the procedure was completed. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.